Manufacturer narrative:
At this time, the complaint investigation to determine the cause of this reported event is currently in progress. As such, the probable root cause cannot yet be determined based on the information provided. The complaint will be reevaluated at investigation completion.

Event description:
It was reported that there was a broken cable with a da vinci product. The customer reported event has no report of patient injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 8 mm fenestrated bipolar forceps instrument to perform failure analysis. The instrument was analyzed and it did not have cable issues during internal and external inspections. The instrument was placed and driven on an in-house system. It passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened, closed and grasped properly. The instrument passed the electrical continuity and energy delivery tests. The instrument was fully functional. The complaint regarding broken cable was not confirmed by failure analysis.